Event description:
Drainage catheter was placed for a chest drainage treatment procedure. It was noted post placement that the hub detached from the catheter. The catheter was removed and another catheter was placed for continuation of treatment. No pt complications resulted from this event. This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the reltionship between the device and the cause for this event.